Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample was received for investigation. The reported issue was not confirmed. After the investigation by the supplier it was determined that the hand pump is not designed to block back flow coming from the injection point. A batch review was performed on the reported lot with no deviations found. If additional information becomes available, a follow up report will be submitted.

Event description:
The customer reported to baxter (B)(4) regarding a failure of anti reflux device at top of pumping chamber of the blood/solution set which allowed injected drugs to go upwards (towards the IV fluid bag) instead of to the patient. There was patient involvement however. No patient injury or medical intervention was reported. No additional information is available.